Event description:
The stent was implanted in 1999 in distal cx. On 03/31/1999, after the pt experienced chest pain, the stent was found to be 100% re-stenosed. The stent was opened via ptca, at which time the pt became stable. It was reported that because of the tortuosity of the stented vessel, it is possible that the stent was not adequately apposed when initially implanted.